Event description:
Medtronic received information that a carpentier-edwards perimount 2800 open surgical valve in the aortic position was replaced due to moderate aortic insufficiency. If you have questions or require additional information, please contact me at the address below. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).